Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. Reportedly the customer required assistance and emergency services were called. Customer declined to troubleshoot the issue with tandem technical support; therefore, the allegation could not be confirmed.